Event description:
It was reported that a web implant was chosen for treatment of an acom aneurysm. After placement of the implant, multiple detachment attempts were made with multiple controllers. However, the implant would not detach. The implant was removed and detached in the acom during re-sheathing, blocking vessels. The implant was then pushed back into the aneurysm, which was deemed ¿satisfactory.¿ the case was completed.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher), 2x wdc-2. Items not returned for evaluation: web implant. The visual analysis of the returned items found the implant to be separated from delivery system; the implant was not returned for evaluation. The pusher was found kinked at the hypotube to connector junction. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification due to the pusher kink. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. The returned controllers were evaluated and found to be functioning as normal (see evaluations below). Controller 1 investigation : the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3v (specification: 11.2 - 11.8v), duration: 769.6ms (specification: 660 - 820ms), the wdc-2 board voltage and duration was found to be within specification. Controller 2 investigation : the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.6v (specification: 11.2 - 11.8v), duration: 738.8ms (specification: 660 - 820ms), the wdc-2 board voltage and duration was found to be within specification. Imaging review: four radiographic images. They are all single-shot unsubtracted radiographs, without contrast, in the same working lateral projection. They are not labeled as to date or time. The images and the case report do not specify if the approach to the aneurysm was through the right or the left ica; it cannot be told from the images. Qper-1905a: a dac is in the approximate position of the distal petrous ica. A fully open web is in the aneurysm and still attached to its pusher. The via is roughly 1 cm from the base of the web. Qper-1905b: the web is being deployed and is just starting to ¿flower¿. Qper-1905c: the web is being deployed and is just starting to ¿flower¿. Qper-1905d: the web has been detached and the via removed. The dac is in the same position. Because no contrast has been injected, the position of the web in the aneurysm or relative to its neck cannot be confirmed on any of these images. These images do not explain why it was difficult to detach the web. However, the investigation of the returned web system found the implant separated from the delivery system, the pusher kinked at the hypotube to connector junction, and the heater coil windings stretched. The implant was not returned for evaluation. The device failed continuity and resistance testing due to the damaged pusher and heater coil windings. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the pusher and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but this damage is consistent with the device experiencing forces exceeding the pusher¿s yield strength. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported that a web implant was chosen for treatment of an acom aneurysm. After placement of the implant, multiple detachment attempts were made with multiple controllers. However, the implant would not detach. The implant was removed and detached in the acom during re-sheathing, blocking vessels. The implant was then pushed back into the aneurysm, which was deemed ¿satisfactory.¿ the case was completed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return the manufacturer for evaluation. However, it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.